Manufacturer narrative:
Device evaluation: one used anesthesia breathing bag was returned without the breathing circuit tubing. Visual inspection of the bag confirmed the presence of a small tear near the connector. Leakage testing of the bag revealed that the bag did not pass standard leakage testing. Further inspection of the leak point could not determine a root cause of the tear; however, the physical characteristics could not be attributed to a manufacturing issue. There was no evidence found to suggest any intrinsic fault in the product.

Event description:
A report was received stating that the listed device was in use with patient when a tear was found on the anesthesia breathing bag. There were no adverse effects to the patient.